Event description:
The customer reported that once they gained access to the vein, the doctor activated the device and immediately it leaked the medication and bent, causing immediate damage, and having to open a second device.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets the FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation; therefore, a device-specific physical analysis could not be performed. In lieu of a device-specific investigation, a previously established historical complaint investigation for catheter kinking and damage was used to support this evaluation. This investigation identifies forces encountered during use, including resistance associated with tortuous anatomy and handling-related stresses, as known potential contributing factors. Based on the available complaint information and the conclusions of the historical investigation, the most probable cause of this occurrence is forces imposed upon the device during use. The customer submitted three photographs of the suspect product. One image of the packaging with the product label, one of the mdu, motor drive device, and a third one of the catheter. The complaint has been confirmed. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.